Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced an unspecified stomach infection. The cause of the infection was unknown. The infection was treated with unspecified medication. It was not reported if the pt was hospitalized for the infection. Peritonitis was unable to be ruled out. At the time of this report, pd therapy was ongoing. Additional information was requested but was not available.